Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012446760 was returned and analyzed. Visual inspection was carried out. The catheter appeared intact with no visible issues. The steering function is normal, allowing approximately 170° rotation in both directions. The slide function control function was stiff, and the shape of the capture device is typical, with no unusual features. The catheter connected to the test catheter interface cable (cic) without resistance, and the connection was secure with both latches fully engaged in the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff, even after attempting to soften the guidewire lumen with disinfectant to dissolve potential dried blood. The steering function remained normal, but the stiffness in the slide control limited its full range of motion. Kinks were observed along the extended portion of the guidewire lumen, indicating improper functionality of slide mechanisms. The catheter was reprogrammed and connected to the generator via a test catheter interface cable (cic). However, an error 2000 indicating that there was an electrical current error. Occurred, related to the catheter's electrical current. Hipot testing confirmed the integrity of the electrode wires' insulation, but electrical continuity testing revealed an open loop at electrodes 2, 4, 5, and 8. X-ray imaging showed entangled wires inside the handle and broken electrode wire in handle segment. In conclusion, the reported deflection and steering issues were not reproduced. The catheter failed the return product inspection due to a spiral array guidewire lumen kink, an electrode wire broken in the handle and entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pulsed field ablation catheter, there were catheter steering and deflection issues. The wire was difficult to advance into the lumen, necessitating the physician to pull the wire forcefully and subsequently replace it with a smaller wire. It was also noted the non-medtronic wire kinked. The catheter was replaced by another product. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications related to the event. No medical or surgical intervention was needed to prevent permanent impairment, and the event did not lead to or extend patient hospitalization.